Manufacturer narrative:
The insulin pump was received with a33 error alarm during basic occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump has cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed with a compromised force sensor system error message. Customer's 8.3 mmol/l. It was advised the customer could receive a temporary loaner.